Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed skin irritation at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient experienced redness, small bumps, itching, slight bleeding due to scratching, and warmth at the application site. Due to the irritation, the patient scratched at the pod, resulting in early detachment on the same day. The patient sought medical assistance on (B)(6) 2026 via a telephone consultation with a physician, during which pyrenees nasal spray was prescribed as a barrier between the skin and the pod. Additionally, on (B)(6) 2026, the patient¿s diabetic care team had prescribed doublebase cream and hydrocortisone cream for ongoing adhesive-related irritation. The pod was worn during the medical consultation. Upon removal, the site appeared inflamed and consistent with an allergic type of reaction. Blood glucose levels were not reported. A new pod was successfully applied. No further information was provided.